Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had uncontrollable elevated blood glucose over 490 mg/dl with symptom of frequent urination. At the time of concern, the patient took bolus insulin via the pump was able to lower her blood glucose to 320 mg/dl. Her blood glucose subsequently elevated to 400 mg/dl again. By 3 am, her blood glucose subsided to 273 mg/dl. She went to bed and awoke with elevated blood glucose at 5 am. At the time of the call to animas, the patient discontinued insulin pump therapy and is contact with her healthcare provider to switch to an alternate insulin delivery system. Troubleshooting indicated that the time and date was correctly set on the subject pump. The advance featured and basal setting was programmed according to the patient¿s usage. The alleged inaccurate insulin delivery could not be disproved at the time of troubleshooting. Hence, this complaint is being reported. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last bolus was delivered on (B)(6) 2013 and the last basal delivery was on (B)(6) 2013. No alarms outside the range of normal patient use observed in pump history. The total daily doses added up correctly and reflected the programmed basal rate. No alarms occurred during 24 hour the duration testing. A delivery accuracy test was s completed successfully and the pump was found to be operating within required specifications. Unrelated to the complaint, evaluation revealed that the display screen discolored; the screen was still able to be safely read. The history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.